Event description:
During use, the front panel buttons did not work during power up.

Manufacturer narrative:
Attempts to acquire the required patient information, date of event, and circumstances are ongoing. Welch allyn will update this report, when it has acquired this information.